Event description:
It was reported that an occlusion alarm occurred and that a minimum fill notification occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue. Customers blood glucose was 280 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.